Event description:
During attempted IV (intra venous) stick an approximately 1 mm segment of the IV catheter sheared off, noted upon removal of IV catheter. Only noticed "miniscule piece" missing from catheter after attempted IV insertion. No difficulties withdrawing and does not think catheter was intravascular when this occurred. Smith medical jelco, 16g IV catheter, lot: 4211138.